Event description:
On insertion of this graft, the physician encountered difficulties with the pull-wire wrap. The physician attempted to resolve the issue by rotating the graft inside the aorta without success. The device was removed from the patient and resolved outside the pt's body. Following this, the physician advanced the device into the aorta and attempted jacket retraction. The physician made several attempts and eventually removed the device and re-inserted the device again. It was noted that excessive force was used during this process, which resulted in the jacket lock 'snapping' off the main jacket. The physician elected to convert the pt to an open repair of the aaa.